Event description:
It was reported that a pt was suddenly no longer able to hear with her device. After some hours of using the implant, the sound becomes very weak. The sound becomes a bit louder after the pt pushes the coil. The hearing loss is intermittent. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.